Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E2, e3 - three attempts were performed to obtain additional information, but no response was received from the customer. H4 - could not be determined as serial number was not provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the event was not caused by evis exera iii video system center. The likely cause of the image flickering and going black was that an internal board on the tower deteriorated due to aging or image failure occurred due to an accidental failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during the middle of a colonoscopy the image was flickering and went black. The tower was changed for another and the procedure completed with the same scope. There is no reported harm or adverse impact to the patient.